Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's gusher was caused by their cochlear malformation. The recipient is doing well. This is the final report.

Event description:
The recipient reportedly experienced a csf leak during implant surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.